Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at 10:00 am upon awakening she was not feeling well, noting she was "dizzy, sleepy, (her) mouth was dry" and felt "ready to pass out". Customer attempted to perform a test using her adc blood glucose meter but the test did not start after applying a sample to the test strip inserted into it. Customer self-administered her regular medication; 7 units of humalog insulin. Customer ate breakfast, but continued to feel unwell so her roommate drove her to her healthcare provider's office. At the hcp office a test was performed using their meter and a result of between "400-500 mg/dl" was received. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of insulin. Customer's glucose was monitored during the infusion. A final test was done once the infusion was finished, a result of 132 mg/dl was received and customer was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.